Event description:
The article, "visceral artery pseudoaneurysm: predictive factors for clinical success after transarterial embolization", was reviewed. The article presented a retrospective, single center study to describe clinical presentation and outcomes for patients treated for visceral artery pseudoaneurysm (vapa) with tae, and to identify factors associated with clinical success. Devices included in the study were boston scientific interlock coils, abbott amplatzer vascular plug, and gelita gelitaspon sponge. The article concluded that low hemoglobin levels, high numbers of rbc transfusions, and gastrointestinal bleedings were associated with clinical failure after tae for vapa. Multicenter studies are needed to investigate further. [The primary and corresponding author was rémi grange, department of radiology, university hospital of saint-etienne, france avenue albert raimond 42270 saint-priest-en-jarez, saint-etienne, france, with corresponding email: remgrange1@gmail.com]. The time frame of the study was from october 2012 to january 2023. A total of 89 patients were included in the study, of which 19 received an abbott device. The average age was 65 years and the majority gender was male. Comorbidities included diabetes, cardiovascular disease, high blood pressure, chronic kidney disease, and history of cancer.

Manufacturer narrative:
Summarized patient outcomes/complications of visceral artery pseudoaneurysm: predictive factors for clinical success after transarterial embolization were reported in a research article in a subject population with multiple co-morbidities including diabetes, cardiovascular disease, high blood pressure, chronic kidney disease, and history of cancer. Some of the complications reported were obstruction, renal failure, hematoma, vascular dissection; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: visceral artery pseudoaneurysm: predictive factors for clinical success after transarterial embolization.